Manufacturer narrative:
This supplemental report is to inform, that upon further review, this event has already been reported on medwatch (B)(4), (patient identifier (B)(6)). Refer to this file, for supplemental information related to this event.

Event description:
The customer reported to olympus that the insufflation unit powered off during an unspecified procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation, but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.